Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error alarms noted during testing. However multiple pump error alarms were present in the format history file and triggered when the backup battery unloaded voltage was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to the lithium backup battery (loaded vlith) indicated connector resistance issue (j6) as shown in the power management graph. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6connector was disconnected and reconnected then monitored for 2 days with the pump functioning properly during testing. Pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, slightly peeling keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump alarmed within 4 hours of troubleshoot within the previous occurrence. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.